Event description:
During service by baxter, failure code 814:01 was found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary:evaluation was performed and the condition was confirmed. Inspection of the pump revealed depleted main batteries caused failure code 814:01. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This battery related issue is currently being investigated under CAPA. The failure code 814:01 is also being addressed under CAPA.